Event description:
Upon flushing of patient's IV line with saline, fluid was noted squirting out of the side of the syringe. Upon inspection of the 10ml plastic syringe, the syringe was noted to have a 3.5 inch crack in the barrel.